Event description:
It was reported that an alarm was heard and was confirmed by telemetry to be a critical alarm. The alarm was due to an intermittent motor stall. No patient symptoms were reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.

Event description:
It was also reported the patient experienced no symptoms. The stall recovered within 6 hours. There was no patient injury. The patient was receiving lioresal 2000 mcg/ml at a dose of 375 mcg/day. The pump logs were read on 08/04/2008 and no further motor stall recurrences were noted.